Event description:
A caller reported that a pump malfunction occurred, but no notable events were identified prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer did not report or reset the pump within the last 24 hours, so technical support provided pump reset information and assisted the caller with resetting the pump. The customer will call back later to complete the pump reset due to not having the necessary charging supplies at work. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.